Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2012 and (B)(6) 2010 to treat stress urinary incontinence secondary to a combination of intrinsic sphincter dysfunction as well as urethral polyps with concurrent cystourethroscopy on each date. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2010 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with cystourethroscopy due to recurrence of incontinence problems. It was reported that the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal with cystourethroscopy and placement of mesh on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.